Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported the actual residual volume was greater than the expected residual volume. Per the reporter the patient had indicated that at the last 2 refills the arv was greater than the erv. The last refill, approximately 4 months ago the patient stated the arv was a full pump. The patient had complained of what she called ¿a flair up with her ms since this occurred.¿ the hcp was doing a catheter revision the day of the report and per the reporter the patient was initially scheduled for a pump replacement. Additional information later reported it was believed the patient was experiencing lack of effect. The hcp didn¿t think it was the pump but the patient was questioning the pump so the hcp would be removing the pump from the pocket and then re-implanting once the hcp sees drug dripping from the pump. The hcp was planning to replace the catheter and the reporter believed it was the original catheter. It was also noted the hcp was not able to do a dye study due to inability to aspirate. The pump was used to deliver baclofen and morphine. It was further reported the catheter was replaced and then the hcp opened the pocket he found that the pump must have been flipping as the catheter was ¿coiled up: which was probably why there were discrepancies. The catheter was connected to the pump and the hcp sutured the pump down again to prevent flipping. Additional information later reported the patient symptoms were increased spasticity and increased pain, the patient assumed it was a ¿ms flare up¿. The patient was noted as doing well post op.